Event description:
It was reported that the 9600 system had a temperature sensor error during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. There was a loose connection to the temperature sensor found during the service call. The system was tested and found to be working as intended, and put back into service.